Manufacturer narrative:
Correction: based on additional information that was received from the customer, it was determined that the valve set was not a factor in the reported problem (air in the valve set). The compounder was switched and there were no further issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was coming out of an unspecified valve set constantly during delivery. There was no patient involvement. No additional information is available.